Event description:
It was reported that the light source was switching to the spare lamp every time they plugged in a new scope. The issue was found before the start of a therapeutic procedure. The patient was under general anesthesia and a delay was reported, but the procedure was able to be completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found dust clogged in the fan air vents, causing overheating and this made the device switch to the spare lamp. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "[important information ¿ please read before use] avoid using the light source in a dusty environment. This may damage the light source. [3.3 installation of equipment] clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating." Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.